Event description:
Pt was in cardiac cath lab for l. Heart cath. Coronary angiography left ventriculography. During an attempt at removal of the sheath in right groin and closure with a perclose device, the perclose device misfired and it was unable to be removed. Vascular surgeon redeployed the footplate, was able to remove the device and left a guide wire in place and inserted #7 french sheath to control the puncture site. Angiogram showed abrupt occlusion of right femoral artery at site of insertion. Flow distally into femoral artery was poor. Pt was taken to operating room for repair for right femoral artery and vein. Subsequent to the procedure, the pt did well and was discharged in stable and satisfactory condition 3 days post event. Sales rep was contacted and device was sent to MFR.